Event description:
It was reported by service report that the hex head cap screw for the retaining post was broken. The service report notes do not indicate if there was a pt involved or if there were adverse consequences reported.